Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5146655.

Event description:
Subsequent to the initial MDR, correction to the report a voluntary MDR/medwatch report was received on 10/26/2023.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).